Event description:
It was reported that there was a potential for thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The date of manufacture is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery getting extremely warm probable root cause: 1. Material/design error 2. Manufacturing/assembly error 3. User error the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was a potential for thermal event.